Event description:
Physician performed retroperitoneal repair by cutting off the attachment system and sewing the graft limb to the vessel due to a type I endoleak. This was necessary due to the vessel being too large. He elected to also perform a fem-fem bypass to improve circulation on the opposite limb.